Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the posterior tibial artery. A 300cm, 1 pk journey¿ guidewire was advanced to the lesion. However, while trying to re-canalize the lesion, it was noted that the tip of the guide wire broke off. An attempt was made to retrieve the dislodged tip using a snare but was unsuccessful. The tip did not cause flow limitation. No patient complications were reported and the patient's status was stable.